Event description:
This device was removed due to eri. The pt had been shocked over 40 times and the device had charged and dumped over 200 times. The physician also capped the rv lead at the same time because it was wrapped several times around the device. The physician believes that all this occurred due to twiddler's syndrome. The hospital retained the device. Should more info become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 29 months and 215 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the ICD was inspected. The analysis of the shock holter showed that an amount of more than 100 charging cycles was performed by the device within 35 minutes on (B)(6) 2012. The eos status of the device resulted from that successive charging. The available iegm's showed that this charging was caused due to the detection of noise in the ventricular channel. A sensing test was performed, and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status mol2. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD is fully functional. Neither the analysis of the lead nor the analysis of the ICD did show any deviations from the technical specifications. It is therefore reasonable to assume that the clinical observation was caused by the twiddler's syndrome, as mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.